Event description:
It was reported that the patient's device had high impedance. The patient had been experiencing an increased in seizures, and her vns had not been communicated with in over two years. The patient had not fallen or had any trauma to the vns area. The patient was referred for full revision surgery. The patient had surgery to fix the high impedance. The existing lead was attached to a new generator. The impedance was normal both inside and outside of the pocket. The surgeon elected not to replace the lead since the impedance was normal. A test resistor was not used to check the original generator. The generator was sent to pathology, where it was discarded by the facility. No further relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: initial report inadvertently listed "((B)(6) 2018)" instead of "((B)(6) 2018)" for diagnostic results. Evaluation codes, method, corrected data: initial report inadvertently left out coding for "product discarded".